Event description:
A malfunction was reported when a malfunction code, malf 12, appeared on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues occur, which the customer understood.